Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was discarded at the hospital.

Event description:
It was reported during ongoing use, that the right ventricle (rv) lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. The procedure was completed without any complications for the patient. The lead was discarded at the hospital, therefore will not be returned to bsc.